Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard / davol 3dmax mesh and perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard / davol 3dmax (device #1). Additional emdr was submitted to represent the bard / davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair of recurrent right inguinal hernia with the implant of 3dmax mesh (device 1) and open left inguinal hernia repair with the synthetic mesh. Per op notes, "a bilateral inguinal hernia repair was planned. Incision of the right inguinal canal, a large 3dmax mesh (device 1) was placed into the defect. An incision to the left lower quadrant, a synthetic mesh was placed." (Note: based on the implant details provided in medical records, it was indicated that the surgeon implanted 3dmax mesh whereas perfix plug (device 2) was considered, but not used. The operative notes indicates that 3dmax mesh was implanted during this procedure). (B)(6) 2022 - patient was diagnosed with chronic infected mesh from right inguinal hernia thereby underwent repair with removal of infected mesh (device 1) and appendectomy. Per op notes, "the mesh was identified there was purulence around this and there was part of the mesh was densely adherent. The mesh was removed; this appeared to be a 3dmax mesh (device 1) placed in a preperitoneal space through a laparoscopic approach."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #1). Additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.